Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient has just one postero-lateral big vessel. This lead was positioned in this vessel, but a few days later there was no left ventricle capture and sensing of atrium and ventricle signals in the lv channel. During the revision procedure, this lead was found in the coronary sinus and was replaced. However, the new lv lead also displayed issues of instability, so that lead was removed as well.